Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the atrial output connector broken and the battery contacts compressed. The epg (external pulse generator) failed incoming testing because the main pcb (printed circuit board) was disconnected, which appeared to have been disconnected by the customer. When the pcb was connected, the epg still failed testing due to the lcd (liquid crystal display) being out of electrical specification (missing pixels). The upper case was found to be broken/dented, bail/ring covers, five case screws, ring cover screw, bails, ring, and battery drawer were missing, the lead flex cover and main seal were contaminated, and a lcd screw was used as a case screw. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.